Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 05/09/2024, it was reported that the patient reported passing out due to a cgm inaccuracy. The details leading up to the patient's loss of consciousness were not reported. The patient can not recall what the cgm was reading prior to him passing out, however, he stated the cgm was inaccurate earlier in the day by ¿60 points¿ (no specific values were provided). The patient was taken by an ambulance to the ER. At the ER, the patient can no longer recall the medication that was provided to him. The patient was discharged home after approximately 8 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.